Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis due to hospital policy. Postoperatively, the patient received adequate stimulation.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event